Manufacturer narrative:
No report of patient involvement. The hospital's on-site biomedical engineer confirmed the leak was coming from the bag/vent switch manifold. The bag/vent switch was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit will not pass the pre-use leak test and it was not possible to mechanically ventilate. There was no report of patient involvement.